Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: I have a lvp pump serial# (B)(6) that was reported to me that there is a needs service. I have tested the pump. When I tested the pump service needed appeared on the screen. Please see the attached file that contain the log files. There was no any report of patient harm or of the issues stopping an active infusion. 6/10/24 - biomed confirmed correct serial # is (B)(6). A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.